Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the cx. Approximately 9 days post index procedure the patient suffered alimentary tract hemorrhage and was treated with medication. It was reported that the patient presented with gi bleeding the patient was on dapt at the time of the event. The investigator and sponsor assessed the event as not related to the index device or anti platelet medication. The patient recovered.